Manufacturer narrative:
The insulin pump was unable to perform displacement test, operating currents, self test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unit seated unexpectedly with no load isolated to the motherboard. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had issue with the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.